Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported thrombosis. Thrombosis is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as additional aspiration was required due to the thrombosis.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed posterior mitral leaflet. A mitraclip xtw was inserted, but after steering the clip delivery system (cds) in the left atrium, a small thrombus was observed on the clip. The clip was immediately removed with aspiration. The thrombus was no longer present. A new cds was used to complete the procedure without incident. The mr was reduced to a grade of 1. There was no clinically significant delay in the procedure.